Manufacturer narrative:
One device was received for investigation with the front panel bowed out and the housing has minor scratches. Performed a visual inspection and checked the operation of the pressure gauge at various settings. The pressure gauge operated as intended. The reported complaint is not confirmed. The pressure manometer was replaced as a preventive action due to damaged to the front panel above the gauge. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed.

Event description:
It was reported that the device's pressure gauge needs to be recalibrated by OEM. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.